Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 1000 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include vomiting feeling sick. When the hospital staff removed the pod, they discovered the cannula was bent. The patient was diagnosed with a dka, hyperglycemia and ketons. The patient was treated with injecting the regular insulin for 24 hours and intravenous (IV) fluids. The patient was discharged on (B)(6) 2026. The pod was discarded.